Event description:
Externalized conductors between the 2 coils were visible via cine. No electrical anomalies were noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.